Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the device was found to be in backup vvi mode via remote transmission. The pre-syncope patient was brought into the clinic for device troubleshooting. The physician noted that the patient was exposed to MRI on (B)(6) 2016. The device was reprogrammed successfully. The patient was stable.